Event description:
It was reported to philips that the device displayed an error related to a faulty ECG board after the device fell. The device did not detect the test load or paddles in the tray. There was no patient involvement.

Manufacturer narrative:
(B)(4).